Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation and the legal manufacturer¿s investigation. The suspect device was returned to olympus and evaluated. Inspection of the device revealed damage to multiple components and the presence of multiple non-olympus parts. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported problem was an external force, added to the distal end. As stated in the instructions for use, as a preventive measure: "do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result."

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the distal end of the scope was missing a small piece. The problem, as reported to olympus, occurred and was first identified during reprocessing of the scope. There was no patient injury or harm, associated with the problem, reported to olympus.